Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va11ulj, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer regarding the patient reported that they had high impedances due to a fractured wire. An x-ray was performed which confirmed the fracture. The fracture was discovered ¿earlier this summer¿. It was also reported that the device ¿has not been working since day one¿ and that the battery had ¿0 usage¿. There were no falls or trauma or change in activity reported that could be related to the issue. It was noted they had tried to program around the facture and switched the patient to the continuous mode. The patient had spoken to their healthcare professional (hcp) in (B)(6) about the fracture where they were told they were going to contact the manufacturer. The patient had not heard back as of yet and was trying to get in touch with the surgeon¿s office. They were going to continue to follow up with their hcp.

Manufacturer narrative:
Other applicable component are: product ID 37603 lot# serial# (B)(4) implanted: explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported by the doctor via the manufacturer representative indicated that a patient implanted with bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) had elevated impedance readings compared to their initial post-implant reading: impedances after implant read c/0-1921, c/1-1702 c/2-1561, c/3-1801, 0/1-2214, 0/2-2660, 0/3-3127, 1/2-1921, 1/3-2730, 2/3-2023 ohms, but impedances measured at the time of the report were c/0-4937, c/1-4265, c/2-3659, c/3-4241, 0/1-2847, 0/2-3659, 0/3-4808, 1/2-2271, 1/3-3595, 2/3-2383 ohms. They stated that the patient had felt some increase in left sided pd symptoms but no variability of benefit or strange symptoms to suggest a device malfunction. The patient¿s current flow had reportedly trended down from 0.984 to 0.411 mv so the hcp reprogrammed to constant current mode to bypass the impedance issue. Patient and device information were not known at the time of the report. Additional information received on 2017-oct-24 reported that the patient is still doing very well. The healthcare professional (hcp) is to adjust the patient's deep brain stimulation on (B)(6) as well as reduce azilect in half to see if it reduces their dyskinesias. The patient is to return to clinic in 6 months or sooner as needed. They will also call in a week following date of additional information with an update on how the programming change worked. The right implant was set to case + 22, 1.2 volts, 60 pw, 130 rate, 100% battery on 3.00 volts which were changed to constant current of .8 ma, programmer set at +/- .2 ma, therapy impedance 2613 ohms, 2.162 volts. The left implant is set to case + 2-, 1.8 volts (increased by the patient from 1.6), 60pw, 130 rate, therapy impedance 1063 ohms, 1.725 ma current, 2.98 volts, patient programming set at +/- .2 volts, voltage increase to 1.9 volts. No further complications are anticipated.